Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the was zebra printer was continuously printing. The technical support specialist applied ka 000012026 to configure and changed the printer settings to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system zebra printer was continuous printing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.